Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device had skipped during surgery. The harvested skin was irregular and thick on one side to thin and skipping on opposite side. Additional skin graft needed. There was a 15 minute delay while patient was under anesthesia. No other consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome on september 4, 2019 revealed that the device was outside calibration specifications and that the control bar was not in the correct position. The device operated within motor speed specifications when tested but it was noted that the motor ran erratically. Repair of the air dermatome was performed by zimmer biomet surgical on september 4, 2019 which included replacement of the motor, swivel, poppet assembly and bearings. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device operated within motor speed specifications when tested but the motor ran erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.